Manufacturer narrative:
It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted due to complaints of halo and glare. It was reported halo and glare symptoms were observed 1-day post-op and affect normal daily activities. There were no complications, no incision enlargement, no serious patient injury, no unplanned suture(s), and no vitrectomy. Lens was disposed and is not being returned. No further information was provided.